Event description:
Facility reported the screw fell out of the instrument during a surgical procedure. The screw was retrieved by the surgeon. No patient injury was reported. The instrument was sent to the irc for repair and bonding.